Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, infection, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100101934 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
A (B)(6) female patient was injected with two syringes of radiesse(+) to the chin on (B)(6) 2018. Medical history and concomitant medications reported as none. On (B)(6) 2018, the patient presented to the practice with a white scab on her chin, which was numb to the touch, and oozing yellow discharge. She complained of burning when she applied her makeup. The physician performed a bacterial culture, which returned as positive for staphylococcus aureus on (B)(6) 2018. Treatment reported as keflex (cephelexin) 500 mg twice daily for 10 days, clindamycin 25 mg per 5 ml solution, four teaspoons three times daily for 10 days, and florastor to prevent superinfection. The patient presented for follow-up at the beginning of (B)(6) 2018 and showed improvement. She was given ibuprofen twice daily for one to two weeks. She is not scheduled to return to the office. Causality reported as unknown. Lot number reported as 100101934 for both syringes.